Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. The device was visually inspected. During the evaluation the service center found evidence of foam particles inside the blower kit. The service center also found evidence of corrosion in the device and oxide contamination on connector. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.